Event description:
Patient reported seroma. Later, healthcare professional reported "preventive replacement ". Record is for right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d2b, d3, d4, d6a, g1, g2, h4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported seroma. Later healthcare professional reported "preventive replacement ". Record is for right side. Device has been explanted and replaced.

Event description:
The event of seroma was confirmed not to have occurred. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.